Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. As a precaution, the battery pins were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed battery pins were not returned for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported event.